Event description:
It was reported that during an afib ablation, the physician checked the catheter and saw a char at the catheter tip. The cool flow setting was 30 watt/ 15 ml per min. The procedure was completed without any patient consequence. Multiple attempts were done to request for further details of this event. However no additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an afib ablation, the physician checked the catheter and saw a char at the catheter tip. The cool flow setting was 30 watt/ 15 ml per min. The procedure was completed without any patient consequence. The returned device was visually inspected upon receipt and a dark red material was found between electrodes #1 and #2. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition an irrigation test was performed and catheter failed. The catheter was then dissected and it was noticed that some foreign crystalline material was found at the shaft section having as a result the irrigation problem, no other damage was found. A scanning electron microscope (sem) test was performed in order to identify the type of foreign material; the results demonstrated that the material presented evidence of chlorine and sodium, typical elements of saline solutions. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed on irrigation test, however the root cause of the dark red material remains unknown.